Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners and cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump had moisture damage and blank display. The customer stated she tried to use the pump to bolus and screen went blank. The customer's blood glucose was unknown. The customer's insulin pump fell into a puddle of water. The customer was advised to discontinue the use of the pump and revert to back up plan.